Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was delivering inaccurate amounts of insulin. The reporter noted that there were no alarms found in the history of the device that would indicate a interruption in insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 08/21/2013:(B)(4)."a reporter contacted animas alleging that their pump was experiencing shorter than expected battery life. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event."

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 11/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings:a review of the pump¿s history showed that fully charged replacement batteries were not being used. The battery compartment and cap undamaged and there was no evidence of moisture corrosion. The battery cap was able to fully tighten on to the pump. There was no power loss. The cover was opened and no internal defects were found on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.